Event description:
It was reported that patient underwent total hip arthroplasty in october 2002. Revision procedure was performed in october 2005 to replace mallory/head calcar which had fractured at the distal stem taper junction.

Event description:
It was reported that patient underwent total hip arthroplasty in 2002. Revision procedure was performed in 2005 to replace mallory/head calcar which had fractured at the distal stem taper junction.